Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer reported cracked adaptors on catheter, the catheter required replacement.

Manufacturer narrative:
Submit date: 08/19/2008. An investigation is currently underway. Upon completion, the results will be forwarded.